Event description:
It was reported to intera that a customer prepped a pump they believe malfunctioned prior to implantation. It was reported that the or staff could not flush the catheter with the special bolus needle on the first try [during or prep]. They could push the syringe, but nothing came out of the catheter. It was reported when they tried again it worked, but the surgeon opted to open a second pump that prepped fine. No patient involvement was reported.

Manufacturer narrative:
Reference user report (B)(4). The device history record was reviewed for this device. There were no deviations or nonconformances pertaining to this serial number noted in the DHR; the product passed all functional testing and met specification prior to release to distribution. The device was returned to intera and evaluated under a testing protocol. The device passed all functional tests, including: · visual inspection · reservoir evacuation · prep and 7-day flow test · inadvertant bolus · p/v testing. Therefore, a malfunction was not observed and cannot be confirmed.

Event description:
It was reported to intera that a customer prepped a pump they believe malfunctioned prior to implantation. It was reported that the or staff could not flush the catheter with the special bolus needle on the first try [during or prep]. They could push the syringe, but nothing came out of the catheter. It was reported when they tried again it worked, but the surgeon opted to open a second pump that prepped fine. No patient involvement was reported.

Manufacturer narrative:
Reference user report (B)(4). The device has been returned to intera and is pending evaulation. Upon completion of the investigation, a supplemental report will be filed. Blank information in the MDR form represents unknown information at the time of this report.